Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 482 mg/dl . The customer stated that set cannula was bent and wasn't giving insulin. The troubleshooting was performed. Customer reported event was resolved by changing complete set (infusion set and reservoir). The customer declined troubleshoot for high blood glucose. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. Explained return policy. The insulin pump will be returned for analysis.